Manufacturer narrative:
The customer confirmed that the product sample and photo are not available for analysis. However, the lot number was provided to conduct a device history record review. The issue occurred with two patients. Please refer to (B)(4) for the other patient. Any additional information received from the customer will be included in a follow-up report.

Event description:
It was reported to vyaire medical that the 8000 hdp vital signs¿ head positioner split into two while on patient use, however, it was confirmed that there was no harm on a patient.